Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they could see numerics and waveforms for two mx40 telemetry beds but were not able to see alarming at the sectors. The issue was found during normal patient monitoring at the central station piic ix. There was no patient injury or harm reported.